Event description:
It was reported that when using the bd pyxis¿ medbank tower, drawer would not open, remoted into cabinet and verified, drawers 7 and 8 would not populating. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer would not open. The field service engineer (fse) found drawers 7 and 8 offline. The back panel was checked, and no lights were observed on the pyxibus module controller board. Each drawer board was tested, and both showed 6k ohms, indicating good condition. The pyxibus module controller board was replaced. A final test was performed, drawers were assigned, and a post-operative inspection was completed. The system functioned as intended after the field service engineer repaired the device.